Event description:
Plc55 calibrated, opened and closed without any difficulty. Pc displayed "firing complete" message and the and the anvil opened freely after it was fired. There was an unusual noise heard during the firing sequence. Malformed staples were observed both on the proximal and distal ends. Case was successfully completed using another pmi device.